Event description:
It was reported the bur broke off during a case and into the patient's nose. They were able to retrieve the fragment from the patient and continue surgery. The patient is doing fine.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product has been received, and analysis will be performed. Method -no testing methods performed.

Manufacturer narrative:
From visual evaluation, the spiral wrap was found hyperextended and broken close to the tip. The inner shaft was removed from the outer tube. A portion of spiral wrap was found intact and did not appear to be hyperextended (stretched). The broken piece of spiral wrap that was intact to the tip was severely stretched / hyperextended. No considerable damage was noticed on the bur diamond tip itself. The spiral wrap hyperextension and breakage is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led the customer to use the device in aggressive manner. These factors include and are not limited to difficult anatomical location or bone/tissue. Results - fracture problem

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.